Manufacturer narrative:
Medical device code a0401 captures the reportable event of stent shaft broken. The returned flexima biliary delivery system was analyzed, and a visual evaluation noted the stent shaft detached. Additionally, the suture returned loaded and uncut. For the functional test, the stent passed through without resistance. Therefore, the reported complaint was confirmed. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the stent shaft was detached. Therefore, according to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed. Consequently, affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that a polaris loop ureteral stent was used during a ureteroscopic lithotripsy procedure in the ureter performed on (B)(6) 2022. During the preparation, it was noted that the device was found damaged and could not be used. The procedure was successfully completed with another polaris loop ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of stent shaft broken. Please see additional MFR. Narrative for full investigation details.